Manufacturer narrative:
As reported in a research article, a amplatzer vascular plug ii embolized after release. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092325 revision b "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
Reference manufacturing report: 2135147-2020-00052. It was reported through a research article identifying amplatzer vascular plug ii that may be related to a device embolization. Details are listed in the article, titled "transcatheter closure of elongated and pulmonary hypertensive patent arterial duct in infants using amplatzer vascular plug ii." It was reported in the article that a (B)(6)-month-old patient with a 7-mm-long duct measuring 7mm at posteroanterior end was closed using 10-mm amplatzer vascular plug ii, which had a length of 7 mm. The device embolized immediately after releasing. The patient was operated successfully with removal of the device and ligation of the duct.